Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issues an alert for high out of range pacing impedances for the pacemaker and another manufacturer's right ventricular (rv) lead which triggered the lead safety switch (lss) to change the polarity of the lead to unipolar. It was noted that the patient is pacemaker dependent and the minute ventilation feature had previously been programmed off per advisory recommendations. It was further noted that there is no right atrial (ra) lead implanted, but the pacemaker is still performing daily measurements which show high and out of range. Boston scientific technical services (ts) advised to turn off the daily measurements for the ra lead. Ts also suggested further troubleshooting as the pacemaker was recently implanted. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.